Event description:
Patient one: product information: lot number: redy1611, expiration date:01/31/2021, do you need return shipping materials? No, shipping address/attention to: n/a, event information, date of occurrence: (B)(6) 2020. Placement info: right basilic. A detailed description of the event: met excessive resistance while inserting the powerglide causing the patient increased pain. Resistance felt during insertion was not normal and was excessive. The insertion was completed and the catheter remained patent in the patient. Was the bard product used on a patient?: yes. Patient information (if available) - patient initials/ID: not given, not necessary per (B)(6). Age: not given. Sex: m. Weight: not given. What they're being treated for: wound infection. Other relevant history: n/a. Concomitant therapy: n/a. Patient two: product information, lot number: redy1611. Expiration date: 01/31/2021. Do you need return shipping materials? No. Shipping address/attention to: n/a. Event information, date of occurrence: (B)(6) 2020. Placement info: right basilic. A detailed description of the event: met excessive resistance while inserting the powerglide causing the patient increased pain. Also was increased resistance while inserting into the vein, felt more of a pop than usual. The insertion was completed and the catheter remained patent in the patient. Was the bard product used on a patient?: yes. Patient information (if available), patient initials/ID: not given, not necessary per (B)(6). Age: n/a. Sex: f. Weight: n/a. What they're being treated for: nstemi . Other relevant history: n/a. Concomitant therapy: n/a. Does the patient have an infectious disease?: no. Reference # on both: (B)(4).